Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry with residue/debris on product. Visual inspection found the haptic broken, bent, deformed, and stretched out. Dimensional length was with in specifications. Unable to perform dimensional width inspection due to haptic damage. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure the patient experienced low vaulting, blurred vision and cataract developed and removed. Lens explanted and replaced and the problem was resolved. Cause of the event is unknown. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative:cataract is identified in the labeling as a known potential adverse event following icl implantation. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).